Manufacturer narrative:
This complaint was confirmed. The complaint roller pump was returned for evaluation and when connected to an advanced perfusion system 1 (aps1) the pump was found to be functioning to design intent. The pump was found to produce a slightly higher level of noise through various speeds and loads. There is currently no noise specification. As the complaint roller pump was found to be functioning within specification, this complaint has been determined to be "customer preference." The pump motor/encoder assembly were replaced and as a precaution. Preventive maintenance was performed and the unit was brought up to manufacturer's specifications before being returned to the customer. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that there was noise and vibration. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.